Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a bend/kink in the coil at the lead tip. This alteration was likely induced during the implant procedure. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The allegations made against the lead in the field could not be confirmed through product testing.

Event description:
It was reported that during an implant procedure, this right atrial (ra) was suspected to have fractured as it exhibited high out of range pacing impedance measurements of greater than 2000 ohms. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right atrial (ra) was suspected to have fractured as it exhibited high out of range pacing impedance measurements of greater than 2000 ohms. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.